Event description:
Restylane injected in lips turned to lumps above lip line, massage, then doctor massaged twice now the restylane is almost gone and I have permanent skin damage, loss of tissue, scars, wrinkles -I look like a freak because of this product. Emotionally it has taken its toll on me.